Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional info becomes available, a supplemental report will be sent. Ref: # (B)(4).

Event description:
Report 5 of 5. Received from (B)(6) stating that the device has a "cosmetic defect" issue. The device was unk if it was being used during surgery. It is unk if there was any injury or medical intervention which occurred. The date of event is unk. There was no additional info provided.